Event description:
As reported, with this ev1000a platform, it shows higher values for end diastolic stroke volume. No further information was available. Patient demographics unable to be obtained. There was no allegation of patient injury.

Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. The exact serial number was not provided, therefore review of the manufacturing records could not be completed. Hospital information was not able to be obtained, therefore distributor information was introduced as reporter information in the corresponding fields. Date of event was not able to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Finally, the serial number was provided. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. It was also further informed that the device was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was received that the end diastolic stroke volume value provided was 1200 ml/kg. The values were compared to ultrasound. The patient was not treated according to the inaccurate values provided by the ev1000 platform. There was no error messages displayed. Additionally, patient demographics and hospital name were provided. The serial number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.